Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2012 in pt's left eye. The doctor is thinking about explanting the lens and implanting a secondary longer length lens. The vault is still low. Further information has been requested but none has been forthcoming. See MFR#2023826-2012-00481 for primary lens.

Manufacturer narrative:
(B)(4).